Event description:
Broncho-pleural fistula: during an unk surgical procedure, the surgeon applied focalseal l on the pt's bronchus. The pt developed broncho-pleural fistula and was hospitalized repeatedly over the recovery course. Although the application of the product to the bronchi is contraindicated in the instructions for use, the surgeon stated that he felt that the instructions did not explicitly indicate this as a contraindication. No further info was provided.